Manufacturer narrative:
12 unopened representative samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water. No leaks or separations were observed. The customer complaint was unable to be verified. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing is coming disconnected from bottom luer lock.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.